Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the arm, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6)2025, it was reported that before work, the patient reported her cgm readings were "okay" but could not recall the specific value. The patient then left for work and arrived around 6:30 am. After an hour and a half, the patient started not feeling well and felt like her "sugar was going down", but no specific physical symptoms were reported. The patient looked at her cgm receiver and she discovered it said sensor failed; therefore, she was not receiving any cgm values. The patient did not have a bg meter to use either. So, the patient ate a honey bun as treatment but still didn¿t feel well and about 45 minutes later, she lost consciousness and fell to the floor. A coworker called emergency medical services (ems) and while waiting for ems, the patient was given orange juice by a coworker. By the time ems arrived, the patient was "semi-conscious" but could not talk properly. Ems tested her bg meter reading, which was 43 mg/dl. The patient was then given chocolate milk and french fries by ems. Another bg meter reading was taken, which was 84 mg/dl. At this time, the patient was helped up and she felt "soreness" from her fall. Another bg meter reading was taken and was in the 80s mg/dl. The patient was not taken to the ER. The patient was "okay" at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.